Event description:
It was reported that the filament of the continuous cardiac output catheter developed during the introduce. Follow up with customer indicated that the filament separated during insertion. No pt complications were reported. Not returning device it was disposed at hospital.

Manufacturer narrative:
The device will not be returned for evaluation; disposed at hospital.